Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
After noticing an issue with their proficiency survey results, the customer decided to run a ten patient comparison study for (B)(4). Of the ten samples, one was found to have an (B)(6) result. The sample initially resulted as 76 u/l and this value was reported outside of the laboratory. The sample was later pulled as part of the comparison study and sent to a sister site to run on their c501 analyzer, resulting as 45 u/l. The 45 u/l value was believed to be correct. The customer stated that both the initial and repeat values were within the normal range, so they did not correct the report. The patient was not adversely affected by the event. The ck reagent lot number was 65107101 with an expiration date of 07/31/2012. The customer declined a service visit. The customer suspected an issue with cells in the affected sample as it was cloudy.

Manufacturer narrative:
A specific root cause could not be determined. Additional information was not provided for further investigation.